Event description:
Boston scientific received information that this right ventricular lead dislodged within one week of the implant procedure. The patient was pacemaker dependent, symptomatic and was admitted to the intensive care unit. The lead was successfully repositioned.